Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced decreased visual acuity. Clinical reason for explantation is iol rotated and under correction. Lens was explanted during secondary procedure. Replaced with company lens.